Manufacturer narrative:
On (B)(4) 2012, the fse instructed the customer to replace the instrument waste filter. The root cause for the leak was the waste filter (B)(4). MDR-1061932-2012-00416 and MDR 1061932-2012-00417 are associated with this event.

Event description:
The customer reported intermittent wbc, rbc, and vacuum isolate chamber (vic) baths overflow on the front of the ac*t diff 2 instrument. The spill contained electrolyte solution, lytic reagent, and patient sample (the operator's blood sample). The customer reported the instrument waste line was not clamped or pinched. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eye-wear at the time of the incident. The spill was cleaned up according to the defined laboratory protocol. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. On (B)(4) 2012, a field service engineer (fse) instructed the customer to: drain the wbc, rbc, and vic using solenoid function. The customer verified the waste filter position and instrument operation per fse instruction. Cycle two air blanks, all bather and chambers drained properly. Cycle cell controls, which recovered wbc aperture alerts. Perform shutdown cycle, followed by three start ups. The fse advised the customer to cycle cell controls if the start up passed with no issues.